Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the cuff of the device had inflation/deflation issue. The patient had a 3 replacement of the tube. The first 2 tube had a balloon that could not inflate while the third tube could inflate but the system did not keep the air inside the balloon. The line of the third tube was clamped of insufflation to keep the air in the balloon constant and use that as the final tube.